Event description:
The customer reported the system would display white, then blank images. The fse indicated that the left monitor was the issue. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.